Event description:
Customer's mother reported via phone, the customer was hospitalized due to stomach issues. The stomach issues have been giving the customer blood glucose issues. Customer has been experiencing high and low blood glucose has been unstable which might be caused by the customer's age and hormones. Customer was hospitalized seven days for diabetic ketoacidosis; blood glucose was over 500 mg/dl. Symptoms were feeling sick and vomiting. Hospitalization details were captured. Paramedics were called and customer was admitted. Blood glucose was over 600 mg/dl. The infusion set was removed and the cannula was bent. The device is not being returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.